Manufacturer narrative:
E1: reporting address state: ms. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00224. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device has excessive heat. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. No repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The request has been canceled by the customer, no action taken. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.